Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving morphine via an implanted pump. It was reported that the reporter was asked to check the patient¿s pump after the patient had an MRI scan to ensure that the therapy resumed. The reporter met the patient and his family in his ICU (intensive care unit) room after the scan to check the pump. Upon interrogation, the pump was noted to be at end of service (eos). The pump logs were checked and showed that the eri (elective replacement indicator) alarm began on (B)(6) 2022 and the pump reached eos on (B)(6) 2022. Over the next 2 days, the patient began to exhibit severe withdrawal symptoms and went to the hospital per his wife. This led to his admission with evidence of elevated cardiac enzymes per the patient¿s wife and daughter. The reporter asked the patient¿s wife if she had heard any alarms coming from the pump site and she confirmed that it had been alarming, but she wasn¿t sure if it was the pump or s omething else, so she did not contact anyone about the alarm. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient had a couple of implanted devices and that made it hard for the patient and his wife to know what the alarm was indicating. The patient was currently ventilated and sedated. The patient¿s pump managing provider was aware of the situation, and due to the patient¿s condition, no interventions were being taken at this time to reinitiate pump therapy. It was indicated that the hcp had no further information to provide regarding the event.